Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis confirmed the reported complaint. The pch instrument was found to have a broken conductor wire at the distal yaw pulley. The distal clevis ear was cut to inspect if the conductor wire was broken due to the weld damage. It was noted that weld damage was not found. The pch monopolar yaw pulley, conductor cap and distal clevis were noted to have thermal damage likely due to the broken conductor wire. The conductor wire was broken and showed signs of wear and drag marks. It was noted the conductor wire broke due to collision with other objects and/or being snagged on other instruments. No image or procedure video was provided by the site for review. A site log review was conducted and it was confirmed that the pch instrument (part #470183-11, lot # t10171206-0043) was last used on (B)(6) 2018 during a cholecystectomy procedure with system sk0496. A system/instrument log review was conducted and found a second pch instrument part# 470183-11, lot# t10171206-0062 pr ID# (B)(6) was used during the same procedure. Refer to the MDR with patient identifier (B)(6) for the other pch instrument that allegedly arced during the surgical procedure. This complaint is being reported because damage to the weld or conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no serious injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information are blank were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 6th usage and, therefore, had not expired. Implant date is blank because the product is not implantable. Occupation is not available. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a permanent cautery hook (pch) instrument allegedly arced electrical energy proximal to the tip of the instrument. The procedure was completed and there was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information regarding the reported event: during the case, it was alleged that a pch instrument would not stop arcing. As a result, the pch instrument was replaced with another pch instrument. It was reported that the patient actually sustained a few burns to the liver. The customer indicated that ¿the unintended burning on the liver due to arcing was minor and insignificant.¿ the burn area was smaller than 1 mm in area. The customer further explained that ¿the burning can typically occur in this type of procedure since burning in the back wall near the liver is required.¿ the customer indicated no additional procedure or intervention was required. There were no post-operative complications. There was no burning in the bowel area. The pch instrument and cannula were inspected prior to use. There were no instrument collisions involving the pch instrument and no fragments fell off the instrument.